Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that when the screw was tightened with driver blade, tip of the driver blade was broken. All broken parts were removed from the patient's body. After that, screw was inserted with other driver and the operation was finished successfully. No adverse consequences or surgical delay were reported.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an over-torque. As an excessive force was applied to the part, the fracture was initiated. As more force was applied, it finally breaks. The microscope investigation showed a fibrous surface with some traces of rust. Torsion lines were also visible on the surface breakage, showing that the breakage was caused by torsional overload. The instruction for use clearly reminds to "always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry." Moreover, if a power insertion was used at a high speed such an event can occur. As stated in the operative technique guide "using the screwdriver blade and the handle, insert the screws until the head is properly seated in the hole. If power insertion is used, it must be used at low speed." Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that when the screw was tightened with driver blade, tip of the driver blade was broken. All broken parts were removed from the patient's body. After that, screw was inserted with other driver and the operation was finished successfully. No adverse consequences or surgical delay were reported.